Event description:
At 0100 hrs the umbilical arterial catheter was observed to be wet. On closer examination, the catheter was observed to be leaking, and there was air in the catheter. Medical staff were informed and the doctor aspirated the air from the catheter. The catheter was then clamped and removed. The catheter has been retained for inspection.